Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to pacing impedances greater than 2000 ohms, noise, oversensing, and pacing inhibition. The associated pulse generator remains in service with the new lead. No additional adverse patient effects were reported.